Event description:
The customer observed negatively biased glu results on patient samples. The magnitude of the bias could result in inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: datalogger analysis confirmed the biased results. There were no error codes posted by the analyzer to explain the biased results with three assays. An ocd representative performed maintenance, however imprecision was observed following service. The root cause of the biased glu results is unknown.